Manufacturer narrative:
Conclusion: as the product has not been returned for investigation and the s/n is not available, the complaint could not be reproduced.

Manufacturer narrative:
It was unknown what the serial number of the device is as the initial reporter could not see to read it. It was unknown if the initial reporter sent a report to the FDA. Device was not requested to be returned.

Event description:
On (B)(6) 2013, patient requested assistance programming a second basal profile on the infusion device. Patient stated she has been exercising more and it has caused her to have some low blood glucose levels. Patient reported her blood glucose level was down to 35 mg/dl after exercising this morning and she felt very confused and weak. Patient's normal blood glucose range is 80-120 mg/dl. Patient stated her husband gave her toast and jelly. Patient reported she was able to eat it on her own but would not have been able to retrieve the food on her own. Patient stated there are no issues with the infusion device and her recent surge in exercising is the cause of her low blood glucose levels. Patient reported the rubber on the up and down arrow buttons on the infusion device is peeling away. Patient stated the buttons still work fine. No product return was requested.